Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es encountered frequent failures with the remote manager. The customer stated this malfunction occurred when the user was trying to issue medication to the patient and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the scanner malfunctioned because of defective latch micro switches. A field service engineer stated that there was delay in dispensing the medication to patient and resolved the issue by replacing the faulty micro switches. The system functioned as intended after the field service engineer troubleshot the device.